Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly programming the basal and bolus rates).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2016 with the following findings: the pump was returned with moisture behind the display lens. Pump powers on with audible and vibratory features. The display screen remains blank and does not go to the verify screen. Unable to complete required test steps. The attempt to download the pump history and black box was unsuccessful. Removed pump cover internal moisture damage confirmed in the pump. Unable to complete required investigation steps and adequately investigate the compliant due to internal moisture damage in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 42 mg/dl with drowsiness, dizziness, cognitive impairment, polydipsia and polyuria. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. The basal/temp basal settings and bolus settings were incorrectly programmed. The patient was also miscounting carbohydrates, had a change in nutrition, change in physical activity level without adjustments to insulin regimen and change in stress level. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in incorrectly programming the bolus and basal settings